Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the motor of a fms tornado micro handpiece with buttons was jammed and not able to turn. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the motor presented a short circuit and does not run smoothly, therefore the motor was replaced. The keypad values and protective earth resistance were out of range, the handcontrol set was replaced. Preventive replacement of o-rings was performed. The repair and testing of the unit was completed bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the electrical short can be attributed to internal electrical deficiencies / defective components. For the keypad values and protective earth resistance, a possible root cause could be associated to lack of a periodic calibration. However, this cannot be conclusive determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer.   At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate, that during an unknown procedure the motor of a fms tornado micro handpiece with buttons was jammed and not able to turn. Procedure was completed with a replacement device. No surgical delay or patient consequence reported.